Event description:
The customer contacted baxter's service center regarding air in the patient line which occurred on the homechoice (hc) during initial drain. The patient was connected at the time of the observed air. There were no patient extension lines in use. The patient had not purposefully disconnected prior to the air. All of the bags were properly connected and there were no open clamps on unused lines. The registered nurse (rn) stated that the patient line primed completely, and she started therapy. She then noticed air coming from the home patient (hp). The rn stated that the hc was draining now. The technical service representative (tsr) had the rn press "stop"; the drain volume was equal to 58ml. The tsr asked the rn the troubleshooting questions. The rn stated that the dressing was wet, so she checked to see if it was leaking. The rn stated she went to make sure that the transfer set was tight, and when she touched it came off. The rn stated that the transfer set came off of the titanium connector. The rn stated that she had to get a new transfer set. The tsr explained that therapy had to be eneded and the rn would have to start over with new supplies. The rn stated that she knew how to end therapy and ended the call. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the registered nurse on (B)(6) 2012. She stated that the transfer set was loose and had disconnected between the patient connector and titanium catheter adapter. The adapter did not have any visible damage or residue on the threads. An assist device was not used. No difficulties had been previously noted. The transfer set had not been previously reattached. The patient was awake and active when the separation occurred. The nurse was not aware of anything that would have caused the separation the catheter is typically taped to the patient's body. There were no samples available and she did not recall the lot. She had performed test cultures which came back negative. Antibiotics were administered preventative. The patient's therapy has been going well since, and no adverse effects were reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a leak was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Sections d1, d4 and a 510(k) number will not be provided in the emdr because the product is unknown at this time. A follow-up MDR will be submitted if any additional information is received.